Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated he noticed moisture in the cartridge compartment of his infusion device. He stated that when he removed the insulin cartridge, it looked like it was moist with insulin. He was advised to clean out the cartridge compartment of the infusion device and to let it dry for 12-24 hours before using it again. He was advised to switch to his backup infusion device. Upon follow up, the patient stated that all of the insulin had evaporated from the cartridge compartment of the infusion device and it was functioning properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party of address the issue. No product will be returned for evaluation.